Event description:
It was reported that a spectra concealable penile prosthesis was removed due to pt dissatisfaction; the pt wanted an inflatable device. No pt complications were reported.

Manufacturer narrative:
Analysis results: there were holes in the outer layer that appeared to be operating room damage and the result of a sharp instrument, the holes exposed the inner components. The cylinders functioned as intended. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.